Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance fraying suture intra-op and performance surface related defect - suture. An empty opened box, an empty opened foil and twenty-one unopened samples of product code j232, lot pa2194 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area needles were observed to be as expected. The sutures were dispensed without problems and test tactile was performed on sutures and no defects, damage or fraying suture along of the strand were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance fraying suture intra-op or performance surface related defect - suture was found.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture kept bunching up and fraying. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.